Event description:
It was reported that the patient presented for a device upgrade, a fluoroscopy confirmed the atrial lead was dislodged. The lead exhibited undersensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.